Event description:
It was reported that the 9800 system shut down during a case. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a preventive measured regreased the high voltage cables. The system was tested and found to be working as intended and placed back into service.